Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, power had been flickering on device, and it would not turn back on. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station on a black screen. The field service engineer (fse) opened the back panel and observed the board lights blinking. Fse removed the bus cables one at a time and identified a loose cable on auxiliary drawer 1 that was not seated correctly. After reseating the cable and allowing the station to power up, fse ran the hardware test application and confirmed all tests passed successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, power had been flickering on device, and it would not turn back on. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.